Manufacturer narrative:
Results and conclusion summation - product performance engineering reviewed the incident. Angina and thrombosis, as noted in the xience v IFU, are known adverse events associated with coronary stenting and not necessarily an indication of a product quality deficiency. It is possible that the angina was a secondary effect of the thrombosis, which required treatment with the deployment of an additional xience v stent. Although a conclusive cause for the reported patient effects, and the relationship to the product, if any, cannot be determined, there does not appear to be an indication of a product quality deficiency.

Event description:
Reporting status: serious injury/medical intervention. Reporting rationale: thrombosis requiring medication intervention. Device issue: no device malfunction has been reported. It was reported that predilatation was performed prior to stenting. A xience v stent (2.5 x 18 mm ) was used in the proximal lad. The patient complained of angina after he was shifted to the cath recovery unit. So the next day a repeat angiography was done and there was stent thrombosis within the xience v stent, another xience v (3.5 x 15 mm) was deployed with high pressure to open the artery. No additional event or patient information is available.